Event description:
Patient post chemotherapy. Treatment complete and presents for removal of port. During procedure surgeon was able to remove the port reservoir. The tubing in the superior vena cava and the brachiocephalic vein. Intraoperative surgical consult was completed and it was determined that the safest course of action would be to leave the tubing in place. Procedure completed and adhered tubing left in place.